Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Touchscreen was glitching. There was no patient involved. Getinge fse completed maintenance successfully. Product passed all functional and safety tests per manufacturer specifications. No pm parts required replacement. Touchscreen replaced during repair. The failure analysis and testing (fat) department received a touchscreen assembly with a reported issue of flickering or glitching during operation. A visual inspection was performed, and the unit was found to be in good physical condition. The fat department installed the touchscreen in a cardiosave test fixture and evaluated it according to factory specifications outlined in the cardiosave service manual. No failures were observed, and the touchscreen operated normally throughout testing. The unit is being retained in the failure analysis and testing department in accordance with the applicable procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp)¿s touchscreen was glitching. There was no patient involved.